Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of rewd0335 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC inserted on (B)(6) 2013. Leaking during chemo infusion at 34 cm mark. PICC removed. It was leaking chemotherapy subcutaneously.